Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (20 mg/ml at 0.9 mg/day) and clonidine (310 mcg/ml) via an implantable pump for unknown indications for use. It was reported that the patient's pump had flipped a few times in the pocket. The patient did not have any falls or trauma although they had significant weight loss from a few years ago (did not specify amount). A pump/catheter revision was performed and the pocket was moved from their right abdomen to their left back. The issue was resolved. The patient's weight was asked but unknown and they had a medical history of skin issues and mitochondrial disease. The patient was without injury at the time of the report.